Manufacturer narrative:
Investigation: the following allegations have been investigated: organ/vena cava perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. (B)(4) in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient alleges multiple prongs of the filter perforates through the inferior vena cava (ivc) and one prong perforates the l3-l4 spur.

Event description:
Patient allegedly received an implant on (B)(6) 2014, prior to hernia surgery, due to history of bilateral deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient alleges vena cava perforation and organ perforation. The patient further alleges multiple prongs of the ivc filter have perforated through my ivc. One prong perforated the l3-l4, anxiety, worry, fear, and limited activity. 16feb2021, per a report from computed tomography; ¿caval perforation: yes. 4 o'clock 8.40 mm grade 4 extending into l3-l4 spur. 7 o'clock 6.30 mm grade 2. Tilt: no. Migration: no. Pertinent negatives: none. Additional findings: none".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received. Investigation the following allegations have been investigated: anxiety, worry, fear, limited activity investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported anxiety, worry, fear, and limited activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right femoral vein due to bilateral dvts (deep vein thrombosis) and pulmonary embolus, through coumadin, for ivc (inferior vena cava) filter prior to an elective hernia surgery. The patient has not reported any further allegations at this time.

Manufacturer narrative:
The investigation was reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. No other complaints on lots. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "pt received a cook gunther tulip filter on (B)(6) 2014". Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.